Event description:
The facility's biomedical engineer reported an infusion pump that did not pump volume as intended. The pump was found in idle but did not alarm. Follow up with the department head revealed that the pump was in use during chemotherapy treatment at a prescription rate of .034 ml/hr, or 8.16 ml per 24 hours delivered in a 10 cc syringe. At 8:00 am the clinician checked the patient and found the syringe still had 2 ml in it, which was about 6 hours of medication. The clinician checked the pusher. The clinician was checking the pump, the pump's display was counting down and appeared to be infusing. About 30 minutes later the pump was alarming "check syringe" on the display. Attempts were made to obtain additional details regarding specific patient informaion, tubing product code and, lot number but, no additional details were available. No medical intervention was needed and no patient injury resulted.